Event description:
It was reported that the patient's battery status indicator was at 25% despite being at 100% at her last appointment. Premature battery depletion was suspected. Per a review of the manufacturer's device history records, the patient's generator passed final functional and quality test prior to release. The generator was laser routed. A review of the generator's internal data verified premature battery depletion. The generator's voltage ( 2.852 v) indicated that approximately 25% battery life was remaining; however, this is inconsistent with the % battery consumed value of 20.217%, which indicates that around 80% of the battery life should be remaining. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. No further relevant information has been received to date. No relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. The suspect product has not been received to date. No further relevant information has been received to date.